Manufacturer narrative:
Date sent to the FDA: 02/25/2016, it was reported that the patient did not extreme weight loss. Surgeon used scalpel and scissors to dissect the excess skin under the arm. Prior to the device placement, the tissue was in good condition, without injury or necrosis. The edges of the surgical wound was properly approximate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 02/12/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a brachioplasty procedure on (B)(6) 2015 and topical skin adhesive was used on the skin in the area of incision after the layers of subcutaneous tissue of skin were closed. Following the procedure, on (B)(6) 2015, the patient developed a local reaction with blisters, small bubbles along the scar incision in the left and right arms and evolved into larger bubbles. It was also reported that no allergy testing was performed. The doctor opined that it is allergic to any of the components of the device. Currently, the patient presented clinical improvement with surgical scar of good quality. At the same time, the patient developed hypochromia in areas where blisters occurred and she is being treated by the dermatologist. Additional information has been requested.